Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the interface board. The insulin pump was monitored after replacing the faulty component and no a13 alarms, a17 alarms, a21 alarms, a45 alarms, battery out limit alarms, weak battery alerts, constant tone or resetting noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer states they received external ram crc error, unexpected restart, damage out of box, and no radio frequency communication. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.